Event description:
It was reported an implantable neurostimulator (ins) was replaced for an unknown reason on an unknown patient.

Event description:
Follow up information reported that procedure went well (noted as "perfect"). If any additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)